Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer unintentionally delivered a 10 unit bolus when attempting to bolus for 10 grams of carbohydrates. Customer declined follow up so no additional details could be provided.